Event description:
While the device was in use on a pt, the pt disconnected themself from the ventilator. A biomed from the facility reported that the ventilator was reported to go blank and did not alarm. A respiratory therapist was in the room and immediately addressed the condition. No pt injury.